Manufacturer narrative:
It was reported that a visum flat panel spring arm allegedly fell down after being manipulated by surgeon during a case. A stryker field service technician (sfst) was dispatched to for investigation. The sfst arrived onsite and observed a broken circlip. The sfst installed a new circlip and confirmed installation by using the go-no-go gauge. Based on the damage found to the circlip, the damage was caused by the circlip being previously removed during maintenance and improperly being installed. There was no injury or adverse event reported.

Event description:
It was reported that a visum flat panel spring arm allegedly fell down after being manipulated by surgeon during a case. There was no injury or adverse event reported.